Manufacturer narrative:
The medical team did not return the product for analysis. Data logs were returned for analysis. According to the medical team, during repositioning of the impella 5.5, the nose cone of the pump perforated the rv. There were several other areas of injury, attributed by the surgeon, due to cardiac massage. The root cause of the ventricle perforation was most likely a rare complication of acute myocardial infarction (ami) resulting in a ventricular wall rupture during the ongoing cardiac massage.

Event description:
A patient was admitted to the medical center 2 weeks prior and had an emergent repair of a ascending aortic aneurysm. The patient was placed on ECMO and an intra aortic balloon pump. Her recovery was not possible on those 2 devices and so the team placed an impella 5.5 via the pulmonary artery to unload the right ventricle and hopefully explant the ECMO. The 5.5 is not indicated for right sided support. When attempting to position the 5.5 pump the patient suffered from ventricular perforation. The patient was sent for vascular repair but, after all measures were done, inclusive of tevar (thoracic endovascular aortic repair) and blood product infusion (8 units of red blood cells, 4 ffp, as well as 8 liters of normal saline and 2 liters of plasmalyte plus cellsaver) she was sent to the ICU for care withdrawal with the family.